Manufacturer narrative:
The company representative observed error code number 62 (purge cycle is taking too long) in the fault log. He determined that the iabp could not complete an autofill due to excess moisture in the purge line. The filter was saturated with moisture. The reported shutdown was not confirmed; however, this condition would prevent the iabp from providing therapy unit the moisture is cleared from the system. The company representative replaced the filter tubing assembly (part number 0008-00-3331) and removed moisture from the purge line. The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on a pt, the iabp shutdown. The customer does not know if the iabp was plugged in at the time of shutdown. The pt was switched to another iabp and therapy was continued. No pt injury was reported. The customer reported that there were error codes #37 (68020 recorder unit faults) and #62 (purge cycle is taking too long) recorded in the fault log.